Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. Per clinical review of the event, the heart/lung machine was most likely bumped by the user, causing the disconnect. The user visually inspected the connectors and all passed. Terumo will recommend that the user save the parts for evaluation if an event occurred again. Terumo will monitor for future issues. The complaint will be included in associate awareness training. No lot number was reported; no device history record review performed. All available info has been placed on file in quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, there was a disconnect at the quick connection near the outlet of the oxygenator just prior to going on the pump. The product was not changed out, there was about 200-300 ml blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.